Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has returned. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement procedure, the tip of the catheter allegedly broke off while the stent was loading over the wire. Reportedly, another endovascular stent was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure, the tip of the catheter allegedly broke off while the stent was loading over the wire. Reportedly, another endovascular stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. During visual inspection the atraumatic tip was detached from the delivery system with a portion of the guidewire lumen and marker distal band attached. Therefore the investigation is confirmed for detachment and unconfirmed for the reported break as the distal segment was completely separated from the rest of the delivery system.the definitive root cause for the identified issues could not be determined based upon available information. It is unknown if procedural issues contributed to the event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Eval code & desc - conclusion1.